Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Air/ water channel: unspecified microbes (3 cfu), suction channel: unspecified microbes (1 cfu), instrument channel: unspecified microbes (1 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus (B)(4). For evaluation. In the evaluation of olympus (B)(4) the following was confirmed; isolation of connecting tube out of range, lg lens cracked, ccd lens slightly scratched, distal endcover dented, bending section rubber glue worn out. Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1 cfu/endoscope) the testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.